Manufacturer narrative:
(B)(4). Concomitant medical products: unk vrs glenoid cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a primary shoulder procedure, the screw stripped and the threads separated from the screw body. All pieces were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: compr vrs glen pps min tpr adr cat#110027734 lot#987410.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 visual examination of the provided photographs identified that a thread has come off of either the screw or the vrs glenoid. Based off the photographs, it is unable to be determined which implant the thread came from. Part and lot identification are necessary for review of device history records, neither were provided. The root cause of the reported issue is attributed to use-error. Through communication with the sales representative, it was determined that the screw was cross-threaded to the glenoid. Per the instructions for use, ¿malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure.¿ as these are patient matched implants, per the surgical technique, ¿screw trajectories will match the pre-operative plan and will not be designed to have six degrees of angulation built in.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.